Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery was on (B)(6) 2014 at 10:04am. The pump settings showed that the total daily dose (tdd) recorded in the history matched the programmed amount. The pump was exercised for a 24 hour period with no issues or alarms occurring. After the test, the pump¿s basal history accurately recorded the basal rate in the history accurately. The product passed all tests and no issue could be found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on pump therapy. The reporter alleged that the patient had a blood glucose level between 60 mg/dl and 70 mg/dl with symptoms of unsteadiness, difficulty speaking, confusion, and an inability to concentrate. The reporter alleged that the patient did not need any third party assistance in order to treat their hypoglycemia. Upon review of the pump with a customer technical services (cts) representative, it was alleged by the reporter that the basal history did not match the programmed basal rate for the pump. Further investigation as to the cause for this discrepancy was not performed at the time of the call. The reporter stated that the patient did remain on the pump after the hypoglycemic event. This complaint is being reported because the patient experienced a hypoglycemic event associated with a basal delivery discrepancy.